Manufacturer narrative:
Recall was not initiated because none of the affected lots are in the field. All the ones in inventory will be scrapped according to internal nonconforming product procedure. Patient monitoring is not necessary because none of the affected lots were ever implanted.

Event description:
Csp 110, lot 2013004855, contained a 15mm screw instead of a 10mm screw. The sales rep was able to detect the product problem and the screw was not used in surgery.